Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states, that they are having reproducibility issues with patient sample results, when using a cell-dyn 3200 sl analyzer. An initial hemoglobin result of 6.8 g/dl was obtained for one patient. The same sample was repeated the same day yielding a hemoglobin result of 9.5 g/dl. Control values and backgrounds were acceptable. No impact to patient management was reported.